Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the irritation was red, itchy, and bleeding. The patient's doctor reported the patient was allergic to nylon and the doctor ended use of the equipment. Follow up indicated the irritation improved. Supplemental report 9/14/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the irritation was red, itchy, and bleeding. The patient's doctor reported the patient was allergic to nylon and the doctor ended use of the equipment. Follow up indicated the irritation improved.